Manufacturer narrative:
Product analysis: analysis was unable to confirm the programmer was freezing during interrogation. However, analysis noted an error was present in the device error log. The link electronic module (lem) board was reseated and calibrated. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was freezing during interrogation. A different programmer was used to complete the interrogation. The programmer was returned for service. No patient complications have been reported as a result of this event.